Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first, second and third bands successfully deployed; however, the fourth band did not normally deploy as it misfired, and fell into the patient. The next two attempts were made and the deployment click was noted, but the fifth and sixth bands did not fire. Reportedly, the scope was removed from the patient, and it was observed that the fifth and sixth bands had overlapped each other on the ligator cap. The physician untwisted the bands and the endoscope was re-introduced into the patient. Another attempt was made to deploy the remaining bands but the fifth, sixth and seventh bands deployed all at once. Additionally, it was noted that the first few bands had been deployed successfully, and the procedure was completed at this time. Reportedly, earlier in the setup process, the trip wire was not properly secured in the handle slot, which should be properly secured, as what is instructed in the device instructions for use. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.